Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a controller error alarm. Placement signal was lost temporarily but have since reappeared. The issue resolved without intervention. Support continued. No patient harm reported due to the issue.